Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. The device reported is not being manufactured currently, however, another device from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. It is necessary to receive the device sample involved to perform a proper and thorough investigation to confirm the alleged defect and determine a root cause. Root cause is unknown. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint received via the phone alleges there is a disconnection between the adapter and tube of the et tube device. Alleged issue reported as occurring during use. There was no report of patient injury or consequence.